Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The following event was received from a voluntary medwatch report: during an ablation procedure, a cardiac tamponade occurred which required a pericardiocentesis. After ablation was completed, the non-abbott sheath (faradrive by boston scientific) was removed and replaced with the swartz sheath to perform the post treatment mapping. It was reported to be difficult to pass the sheath through the septum and that the patient's blood pressure dropped. Using intracardiac echocardiography (ice) they confirmed the patient was experiencing cardiac tamponade and performed a pericardiocentesis. The physician believes the issue likely happened when the swartz sheath was advanced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).